Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was located at the infusion site. No further information was available.